Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records for all implanted devices associated with this event were reviewed and no nonconformities were found. Device not available for return.

Event description:
It was reported to nevro that a patient had developed an infection at the pocket site. The patient was hospitalized and was given IV antibiotics. The device was explanted. Follow up report indicated that the patient's pocket site was not healing well and that it is likely the inflammation of the pocket was mistakenly thought to have been an infection. The patient was discharged from the hospital and is recovering.